Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, and noise. A revision was performed, and it was noted that the patient was a twiddler, based on the tangle of the patient¿s leads. When this rv lead was being removed, it was noted the lead was fractured, and the tip of the lead broke off and remains in the patient¿s body. The physician felt that it would remain without any issue or harm to the patient. The patient received a new lead on the opposite side. No additional adverse patient effects were reported.